Event description:
It was reported that during a coil embolization procedure, the first coil was filled in the aneurysm size 9.3 x 8.6. The second coil was fully inside, but the physician found that there was a coil in the parent vessel. During removal, two-thirds of the coil was removed, but the coil did not move. The coil did not move as it detached at the point during delivery. However, the coil was attached to the delivery pusher during removal. The microcatheter was completely removed. The same microcatheter was used to continue embolization. The procedure was completed smoothly. The patient was reported to be normal.

Manufacturer narrative:
A search for non-conformances associated with this part lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The investigation of the returned coil system found the hypotube kinked at the distal section, the pet and pusher bodycoil broken at transition and the implant stretched, kinked, deformed but still attached to the pusher, which is consistent with the alleged product issue. The stretched condition of the implant is consistent with the coil becoming stuck or experiencing friction during repositioning within the target site (i.e., stuck on previously implanted coils or the tip of the microcatheter). The broken condition of the pusher is consistent with the device experiencing excessive force that exceeded the device's tensile strength, resulting in the pusher breaking. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing retraction forces over specification.